Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call air bubbles anomaly. Customer advised when they change their set at times they receive air bubbles. Customer's blood glucose level was around 140 mg/dl. Customer called back and was assisted on how to fill the reservoir with air before filling. Customer was advised to not move the plunger around before filling the reservoir with air. Customer is at work and is unable to troubleshoot at this point.